Event description:
Journal ref: patrick et al. "Deep brain stimulation of the internal pallidum in multiple sys atrophy - case report" parkinsonism & related disorders/2006/12/181-183. The article is a case study of one male pt with multiple sys atrophy who was treated with bilateral dbs of the internal pallidum. The pt developed severe dysphagia which necessitated the placement of a percutaneous gastrostomy; his speech also became aphonic, but neurogenic stuttering was no longer present.